Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a magnetic resonance imaging (MRI) scan, the device was in backup mode without high voltage therapy available. A device software download was performed to resolve the event, and the patient was stable with no consequences.